Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. (B)(4)

Event description:
The consumer and a manufacturer representative reported seeing a 367 error code on the recharger which was then explained to be a 376 error code. The patient noted that the last 3 times they were recharging the stimulation turned off and they had to turn it back on again. The patient had been charging since 8 am on the morning of the report and their implantable neurostimulator (ins) was only half full. The patient was indicated for spinal pain. No cause or outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.